Event description:
It was reported the brakes were not functioning to specification as they would not stay engaged.

Manufacturer narrative:
It was reported by the stryker technician the brake upgrade was installed on this unit. It was reported the technician uninstalled the upgrade, then reinstalled, and the brakes operated to specifications.